Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke off. The detached pieces were removed from the patient and there was no adverse consequences to the patient. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: tip of accelerator broke off. Probable root cause: tip breaking due to design or manufacturing of electrode or ceramic electrode design. Mim electrodes-variability in electrode material mixture, internal micro cracks, excessive re-grind, voids in ball-forming process. Ceramic design. Variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures. Use error. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke off. The detached pieces were removed from the patient and there was no adverse consequences to the patient. The procedure was completed successfully.